Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced 3 infusion set cannula kinked event on 15-apr-2024. The symptoms appeared after 3 hours of insertion.the site of insertion was abdomen. The glucose level was in between 280 - 350 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 2 of 3.